Event description:
It was reported the pump was flipped in the pocket. The patient learned her pump was flipped when she went for a refill several days ago by her managing practitioner. On (B)(6) 2014 the pump was flipped right side up and secured by the surgeon within a mesh pouch and then sutured into the pocket. There was no reported loss of therapy. No symptoms or outcome were reported. Additional information has been requested. A follow up report will be submitted if additional information is obtained.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).